Event description:
Verbal discussions with customers to guidant sales rep indicated that during off-pump open heart procedures, different adverse events have been reported as occurring. Three surgeons at this facility reported that while heart stabilizers were being used, they created abrasions on the epicardium and vein bleeding. The events reportedly occurred within 10 days of their report. No product is available for evaluation.